Event description:
The doctor indicated that the locator abutment fractured. It was also reported that the patient swallowed the gold cylindrical portion of the locator abutment while the doctor was trying to extract the fractured screw section of the locator abutment (one-piece). No patient injury or complication as a result of the swallowing was reported by the clinician.

Manufacturer narrative:
Investigation results: iloa003 (certain® locator® abutment 4.1mm(d) x 3mm(h) product is not being returned, as a result, we are unable to determine what caused the component to fracture. The ingestion (swallowing) of a dental locator abutment is a potential event that may occur rarely either during the locator procedure due to handling by the clinician. The device is cylindrical and expected to passes through the digestive track without requiring medical or surgical interventions. The review of the DHR records did not provide any indication of a manufacturing deviation that would cause this condition.